Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were unresponsive and also had rainbow effect, rewind was louder. The customer was advised to call back if they had issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device passed rewind test, self-test and displacement test. Device display properly and no missing segment or partial display noted. No rewind grinding loud noise anomaly noted. Device had cracked reservoir tube lip.